Event description:
Related manufacturer reference number: 2017865-2022-13613. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator attempted to deliver a shock for atrial fibrillation(af) with rapid ventricular rate(rvr). The shock was not delivered due to low right ventricular lead high voltage impedance. Lead insulation degradation was suspected. No intervention was performed. The patient condition was stable.

Event description:
New information notes that the patient was stable throughout the explant procedure.

Manufacturer narrative:
Correction: explant date was included on d6b.

Manufacturer narrative:
Further information was requested but not received. The reported events of insulation breach and low defib impedance were confirmed. As received, a complete lead was returned in two pieces. Visual inspection found an external insulation abrasion breaching the right ventricular cable and non-functional cable lumens. The cause of the reported events was due to exposure of the conductor at the abrasion zone consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2022-13613 / 2017865-2022-19468. New information received notes that the right ventricular lead was explanted and replaced. No additional information was reported.